Event description:
Boston scientific (bsc) crm received information that this right ventricular lead had sustained a fracture. The lead was removed from service without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received. A portion of the lead was returned over one year following the initial complaint. Visual inspection confirmed the lead had been severed 7.6 cm from the is-1 pin. A continuity test was performed on the returned proximal lead segment which confirmed it was electrically continuous. Analysis was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.